Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's family or friend reported via phone call, the customer would insert a battery and the device wouldn't turn on. Customer's blood glucose was 55 mg/dl. Troubleshooting was performed and it was noted the battery cap was damaged. Customer cleaned battery cap and the device turned on and alarmed battery out limit and the time and date had to be reset. Customer was advised a new battery cap will be sent. The device is not returning for analysis.